Manufacturer narrative:
Date sent: 05/13/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device jammed on the cystic artery on the third firing and the device had to be manually pried off the tissue. The tissue was damaged, but there was enough tissue left to repair the damage that was caused. They used another like device to complete the case with no patient consequence.